Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the cannula for two 13ga needles got stuck inside the vertebral body. When the surgeon tried to remove the cannula, the hub popped off. One cannula was involved in cement delivery, the second was not. Surgeon had to use vice grip to remove the cannula. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the cannula returned had the hub pulled from the shaft. On the cannula, knurling was present as well as the flair on the backside of the shaft. If information is provided in the future, a supplemental report will be issued.